Event description:
A female was hospitalized in 2007 with diagnosis of aml (acute myelogenous leukemia). A broviac line was placed for chemo-therapy. Three months later, during the process of removing the broviac catheter, the tip of the catheter broke and a fragment was retained. An emergent x-ray was done and it showed migration of the catheter tubing into the vena cava. The pt was emergently taken to the or and the tip was successfully removed. Six days later, the pt's condition remained critical secondary to aml. She continued to deteriorate and expired the following day.